Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The customer reported they swapped and tested with other pressure transducer and the device could work and operate properly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported airway pressure and mean airway pressure cannot be measured on the 3100 b ventilator. The customer confirmed there was no patient involvement associated with the reported event.